Event description:
It was reported that the camera head experienced no signal during preparation for the use of a transurethral resection of the prostate. The therapeutic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: vertical movement of the camera head and endoscope image did not match image, abnormality noise, and pixel defects. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image abnormality (noise) a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.